Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was returned incomplete. The device was microscopically and visually examined. The proximal portion of the hypotube as well as manifold and strain relief were not returned for analysis. There was a separation of the hypotube with a total returned length of the device being 81.7cm. The separated hypotube end was ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon folds. There was blood in the guidewire lumen and the balloon folds. The balloon was tightly folded. Inspection of the remainder of the device presented no further damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), during introduction, and while inserting a 3.25mm x 12mm nc emerge balloon, a break occurred within the guide catheter. The device was removed with the guide catheter. It was noted that the device was not inside the patient, but was just inside the guide catheter when the break occurred. The device was outside the patient while the break occurred. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), during introduction, and while inserting a 3.25mm x 12mm nc emerge balloon, a break occurred within the guide catheter. The device was removed with the guide catheter. It was noted that the device was not inside the patient, but was just inside the guide catheter when the break occurred. The device was outside the patient while the break occurred. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.